Event description:
The facility rep reported an infusion pump that made a squealing noise and turned itself off and would not come back on during customer use. The device was also returned for the fca 2006-0028-md upgrades. The hospital rep stated that there were no reports of pt injury or medical intervention. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.